Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s sleep/wake button was unresponsive and the patient could not feel a click when pressing it, although the pump powered on when placed on the charging pad and the user confirmed proper finger placement. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of normal button function after a guided restart through the ilet mobile app, with no alerts or alarms and no medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed that a device restart resolved the unresponsive sleep/wake button, indicating a transient device performance issue isolated to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device software or user interface anomaly that resolved with reboot.